Event description:
A customer reported to baxter (B)(4) an eva bag with a leak in the bag prior to usage. There was no patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. There were no deviations evidenced in batch review, this lot was manufactured and released according to established quality parameters. If additional information or samples become available, a follow-up report will be submitted.